Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the lcb distal cover glass broken, the insertion flexible tube (ift) buckled, the ccd module objective lens cracked, the remote control buttons cut, the forward body cover scratched, the lg prong top loosened, the eog valve loosened, the insertion flexible tube (ift) worn out, the u/d and the r/l pulley wires worn out, the us probe failure, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.